Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient had expired due to hemorrhagic stroke. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in an out of consciousness at home according to emergency medical services. The patient had signs/symptoms of stroke while being transported to local emergency department. Upon arrival the patient was intubated and sedated. The patients international normalized ratio (inr) was 4.2. A head computed tomography (CT) scan was administered. The death was not considered to be device related and it operated as expected. The device will not returned for evaluation.